Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced tissue atrophy with an artificial urinary sphincter (aus) with no coaptation. A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. The patient did not experience further complications.